Manufacturer narrative:
All available information was included. Additional details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the architect i2000sr analyzer. The pcba(B)(4) was damaged with a scorched capacitor and a burnt out antenna board was also found (B)(4). There were no injuries.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Service was dispatched, when the customer reported error code 3000 unable to process test, liquid not found for r2 pipettor at r2 middle reagent. While troubleshooting the issue, service discovered evidence of charring or burning of the bd, antenna, lls, r1 r2, i2000sr (rohs) part number 7-94047-02, the evidence of fire was limited to a small area around the base of the board and a card cage capacitor at slot 21, the damage did not spread to other parts of the instrument. The part was replaced to resolve the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.